Event description:
It was reported that pump sometimes froze with an error message. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to contact customer by phone and email without successful follow-up, quality team reviewed pump battery data showing minimal battery depletion over several days, and case was closed with no further information received regarding outcome of event.